Event description:
Patient reported "rupture" via MRI, then later "capsular contracture grade iii". This record is for right side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, d1, d2, d4, d6b, h4, h6.

Event description:
Patient reported "rupture" via MRI. This record is for right side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture.